Manufacturer narrative:
No conclusion code available; final analysis found burn marks on the main pcb which resulted in power anomaly.

Event description:
It was reported that the merlin transmitter did not power up. There was damage to the fuses in power adapter. The device would be replaced. No further information is available.

Manufacturer narrative:
Correction: supplemental report required to update UDI, which was not reported earlier. (B)(6).